Event description:
It was reported that one day post implant, device interrogation revealed high, out of range pacing impedance. The patient was taken back to the cath lab where it was determined that the lead had perforated the rv apex. The lead was repositioned without complication. Post procedure echo indicated no perfusion. The patient was discharged in stable condition.